Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that the graft materials - xenform device was implanted into the patient during a procedure performed on (B)(6) 2014, for the treatment of vaginal mesh exposure, enterocele and cystocele. The patient previously underwent a vaginal hysterectomy and received a sling as initial treatment, but her incontinence later returned. In a subsequent set of procedures performed under anesthesia in a different procedural setting, the patient received sling, which reportedly successfully treated her incontinence. Unfortunately, she later experienced what seems to be symptomatic pelvic organ prolapse and had a cystocele and rectocele treated with a vaginal mesh kit. Her intermittent vaginal bleeding and foul discharge had been present for several months. Moreover, the following were the procedure findings during the xenform graft implantation: there was a 3.5 cm-diameter area that was easily bleeding when touched and appeared to be chronically unhealed apical tissue. This area lacked any normal-appearing vaginal skin. There was a pocket within the mesh where, according to the surgeon, it's possible that an anterior and posterior leaflet collapsed on themselves, foreshortening the vagina and thus creating a space that was filled with very foul-smelling old bloody vaginal secretions. The previously implanted mesh was located and bilaterally tracked to its attachment points. While not being clearly linked to the sacrospinous complexes, four of these attachments looked to go to the pelvic sidewall. They appeared to be moving toward the pelvis or arcus tendinous. These were carefully resected and sent to pathology. After all of the mesh had been taken out, xenform was obtained and trimmed to the right length. Using three interrupted 2-0 delayed absorbable stitches, the graft was sewn to the anterior vaginal sling. The arms of the xenform biological graft material were used to create a pulley stitch. To create the arms; a core section of the graft was resected until it assumed a y form. The biological graft leaflet was attached to denonvillier's fascia, treating the high rectocele and preventing a recurrence of her enterocele at the apex. No vaginal skin was removed, and the vaginal cuff was then closed in a vertical fashion using a 2-0 monocryl in a continuous nonlocking fashion. Furthermore, as reported by the patient's attorney, the patient has experienced an unspecified injury following the surgery.